Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and wear abrasion. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no leak was observed in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.